Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an error code occurred on an external pulse generator (epg). The battery voltage was 7.38 volts. The biomedical technician cycled power, turned dials and pressed buttons, but was unable to duplicate the error code. The battery was replaced with a new one and the device was put back in service. There was no patient involvement.